Manufacturer narrative:
Concomitant medical products: competitor device, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection with vegetation on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.